Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time listing on the timed setting page used to be lit up with a blue color, but was now a grey color. Tandem technical support (cts) advised the customer that the time listening on the timed setting page is normally grey and should not be blue; customer acknowledged and stated she is maybe remembering incorrectly. Customer reported an email will be sent for cts to observe the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no information provided regarding the customer's blood glucose level.